Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic appendectomy, the doctor fired the stapler, with a blue reload, no buttressing material, but the jaws of the stapler wouldn't open after firing. The doctor used the manual release lever to try to open the jaws but the jaws wouldn't open. The doctor managed to manipulate the device to remove the device from tissue. The doctor removed the device from the patient and used a second like stapler and reload to complete the procedure. There were no patient consequences reported.